Manufacturer narrative:
The device could not be interrogated due to premature battery depletion. Based on device settings the device was found to be below expected limits. No high current drain sources were found throughout testing. The battery was returned to the manufacturer for further analysis. No anomaly was found. The cause for battery depletion could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented for a check prior to cataract surgery. The device could not be interrogated. The device was explanted and replaced.